Manufacturer narrative:
Technical fault 8312 indicates a power supply problem. Defective power management supply will be replaced.

Event description:
Hamilton medical ag received the following event description: during testing of the device, tf 8312 showed on the display and could not be cleared.